Event description:
Philips received a complaint from the customer reporting a misalignment in the touch position on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse reported the issue was not resolved with a touch screen calibration. Therefore, the pse replaced the touch screen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. Visual inspection of the touch screen revealed physical damage was verified by the way of cracked glass on the touch screen. The pil tech could not determine at what point of time the touch screen was damaged. A touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. A touchscreen with cracked or shattered glass has resulted in a non-usable touch screen with out of specification and open resistance readings. The investigation concludes that no further action is required at this time.